Event description:
It has been reported to us that during the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon into the patient and inflated the occlusion balloon to 4.5mm to occlude the vessel. The physician inserted a ptca balloon and was advancing it forward the occlusion balloon deflatetd unexpectedly.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not begun.